Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was scheduled for surgery on (B)(6) 2013 because the implantable neurostimulator (ins) was implanted too deep and it was 'impossible for her to get enough coupling to charge the ins. It was also reported the patient had an appointment the day of report to discuss if she should have the device reimplanted. Two days later, it was reported the patient was instructed to recharge their device completely before their revision scheduled for the following day. It was stated the patient was unable to get more than two coupling bars and no more than 44 when using the antenna locate feature. It was noted the patient's programmer showed the ins was at 25 percent and the patient's recharger showed the ins battery was charged to 50 percent. It was later reported, the patient had a revision to move their ins from their right lower back area to their right lower buttock area because the patient had a hard time charging in the area it was originally placed. It was noted the patient recovered with no injury or adverse event. It was also stated there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient didn't understand the recharging procedure as they were still heavily medicated. It was noted that the patient gets excruciating pain. It was noted that there was inflammation. It was noted that sometimes buttons on the patient programmer didn't work. It was noted that the implantable neurostimulator recharger wouldn't charge.

Event description:
It was reported that the patient experienced her therapy "not working as expected." The patient reported that she "just had" spinal surgery where "part of the vertebra was removed." The patient further reported that she was "still swollen and had bandages on her pocket." It was stated that she had "never charged before" and that she charged with a manufacturer representative at her rehab. The patient reported "charging throughout the night with no coupling bars" the night prior to report. With her belt on, the patient reported two coupling bars. The caller initially reported a charge of 25% and later reported a charge of 44%. Five days after initial report, it was stated that the patient was "not getting any coupling bars." The antenna locate feature of the device allowed for placement above the battery, where the patient continued to observe zero coupling bars. Ten days after the initial report it was stated that the patient was "getting four boxes." It was reported that there was a suspected "fluid buildup in the pocket" due to the patient "not moving around" while in the hospital. Additional information has been requested. A supplemental report will be filed shall additional information become available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was placed in an area where it was "too deep to be able to recharge." It was stated the patient had to "stand up and bend over to get a connection with the recharger", which was noted to be "painful and hurt very badly to be in this position" and could only get two boxes when "recharging." It was noted the patient was scheduled to meet with her healthcare provider (hcp) on (B)(6) 2013 about moving her ins to a new location (where an old ins was located and became infected "approximately 6 years ago") and her hcp "didn't think it was a good idea." It was also stated the patient signed a waiver stating that "she knew an infection could occur again and hcp would have to take out the ins system and she will be back on pain meds." Reportedly the patient was getting "4 and 6" boxes at the time of report and planned to recharge as long as she could.

Event description:
Follow up information obtained reported that the patient never mentioned any issues with the external recharger unit and noted that the patient was able to charge the device after the revision. It was also reported that the patient was much happier with the new placement and reported no further issues.